Event description:
The hospital reported that during an abdominal repair procedure, there was an apparent lack of blood flow to the pump although there were no pump errors observed. The pump was changed out. The hospital reported that the pt expired.

Manufacturer narrative:
Sorin group USA received a service call request to verify the function of the scp centrifugal pump. Service verification was performed in 2009. The scp passed all functional testing and operated normally. No issues were found. During the service call of the same day, the hospital reported that there had been a pt death. Sorin group USA quality personnel contacted hospital personnel. Eight days later, the hospital's risk management confirmed that there had been a pt death two months prior. The hospital's risk management would not provide detailed information regarding the event. The hospital also requested that the scp be verified by another country's MFR, the pump manufacturer. The service representative directly shipped the unit to MFR for evaluation. A follow-up report will be filed when additional information is available from another country's MFR.